Event description:
During transoral incisionless fundoplication, the esophyx 2 link kit ((B)(4)) malfunctioned. There was a plastic piece protruding from the side of the scope that prevented movement without possible damage to the esophagus. After multiple attempts, the plastic piece was withdrawn up into the scope. No patient harm. The rep took the device back with her. Diagnosis or reason for use: gerd without esophagitis. Event abated after use stopped or dose reduced: yes.